Manufacturer narrative:
(B)(4).

Event description:
It was reported that system error 3 occurred during use on patient. The staff swapped to a different pump and therapy was continued successfully. Additional information was received on (B)(6) 2022 that there was a report of patient death 2 days after the pump was swapped. Dr. (B)(6) confirmed that the device did not cause or contribute to the patient's death, and it was due to multiple organ failures.

Event description:
It was reported that system error 3 occurred during use on patient. The staff swapped to a different pump and therapy was continued successfully. Additional information was received on 05 jan. 2022 that there was a report of patient death 2 days after the pump was swapped. Dr. Faris basalamah confirmed that the device did not cause or contribute to the patient's death, and it was due to multiple organ failures.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of system error 3 alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.